Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to excessive force applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an aortic angiogram with a vascular run off procedure, the catheter tip detached within the patient. The physician had acquired retrograde femoral artery access and had negotiated the patient's aortic bifurcation with a 5f catheter. During catheter manipulations within the patient's tortuous and extremely calcified sfa the catheter tip detached. The physician used a vascular snare device to successfully retrieve the catheter tip from the patient.